Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported tunnel vision and a head computer tomography (CT) scan was performed on (B)(6) 2020, three days after hm3 implant. The CT revealed multifocal sub-acute infarcts. The event is attributed to arrhythmias induced with multiple ventricular tachycardia shocks post operation. The patient was observed and discharged stable. Some visual disturbances which were improving. The patient was seen by ophthalmologist as outpatient to address visual issues and prescribed glasses. Anti-coagulation remains 2-2.5 with acetylsalicylic acid (aspirin) 81 mg.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04jun2020. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.